Event description:
On (B)(6) 2013, the user reported that the pump's prime volume was smaller than usual. It was reported that 6.6u was the largest. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/19/2013-device evaluation:the pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings:a review of the pump¿s history showed that any information from the event date was overwritten due to continued use of the pump. The available history showed no evidence of a load step malfunction. During testing, an ez prime sequence was performed successfully with no issues. The force sensor was found to be in calibration. The pump cover was opened and no damage or moisture was found to the force sensor plate or internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.